Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on nov 6, 2018 was submitted erroneously as a duplicated event. This event is currently being submitted under 0001822565-2018-06730.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown axle. Seg shield hinge svc kit sz d, catalog number: 00585007514, lot number: 63273072. Multiple MDR reports were filed for this event; please see all the reports associated with this event: 0001822565 -2018 -06157, 0001822565 -2018 -06139. Insufficient information.

Event description:
It was reported that the patient was revised due to loosening and dislocation approximately 2 months post surgery. Attempts have been made and no further information has been provided.